Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry it was learned that a (B)(6) female patient underwent re-do aortic valve replacement to remove her severe stenotic aortic bioprosthetic valve which was implanted for 10 years and three months. The patient presented to the hospital due to developed dyspnea on exertion and chest pain with exertion. Echocardiogram showed the aortic bioprosthetic valve became stenotic with mean gradient of 41mm. Patient was evaluated for tavr, but was turned down because of her coronary anatomy. After the completion of the procedure, initially the patient was weaned from cardiopulmonary bypass with fairly good hemodynamics. However, at the end of the case, she developed hypotension which was treated with a bolus of epinephrine. Then developed a second episode of hypotension which improved with insertion of intra-aortic balloon pump. Patient had some oozing from multiple areas and was taken back to the operating room. After multiple attempts to stabilize the patient, she deteriorated and finally expired. Surgeon reported that the cause of her poor hemodynamics was due to rv failure and not due to tamponade. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.